Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during treatment of aneurysm, the embolization coil was placed at the intended site, but it could not be detached with two v-grip controllers. An attempt was made to withdraw the entire coil; however, during retraction the coil then detached. The proximal portion was withdrawn without issue and the detached distal segment remained as intended in the aneurysm. No intervention was performed. There was no reported injury.